Manufacturer narrative:
H.6. Investigation: no photo or physical sample evidence was received with the customer's complaint of separation. Without any further evidence, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ infusion set IV tubing snapped off and broke during use. The following information was provided by the initial reporter: "IV tubing with vasopressor infusing snapped and broke."

Event description:
It was reported that the unspecified bd¿ infusion set IV tubing snapped off and broke during use. The following information was provided by the initial reporter: "IV tubing with vasopressor infusing snapped and broke."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # 0700280000-2021-8017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.